Manufacturer narrative:
Final analysis found that both tha atrial and ventricle connectors failed lead insertion tests. All leads could not be fully inserted into the connector ports.

Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator port. The device was not used and a new device was implanted.